Event description:
It was reported that after an aa4204vl silicone plate lens was inserted the surgeon noticed it was damaged. The lens was removed and replaced with the same type of lens without any pt incident.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was split in half and a haptic plate was torn off and missing. There was a clear surgical residue on the lens. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.